Manufacturer narrative:
Follow-up #1 date of submission 10/15/2015-product analysis: the device was returned and evaluated by product analysis on 09/29/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed rebooting events. The pump powered on with an audible alert. Moisture was observed on the pump¿s internal components. Further exercise testing could not be performed due to an unrelated blank screen issue. Unrelated to the complaint, the pump case was found to be cracked. Leak testing revealed a pump case leak. The vibratory alert was found to be non-functional. Moisture was observed on the vibratory alert motor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.